Event description:
Distributer contacted technical service of the manufacturer to report an issue with the motorized wheel system of a hospital bed that was being used by one of his customers during a trial session (the bed was not in use with a patient) he mentioned that when they released the trigger to stop the wheel movement, the bed continued to move forward and was stopped against the wall. There was no patient involvement and no adverse

Manufacturer narrative:
A recall has been initiated on the 11th of april 2022 by umano medical inc related to this problem. The motorized wheel software will be modified to add monitoring conditions to continuously monitor the motor status including when it should not be running. This recall number res#: 90058 is still in progress.